Event description:
It was reported that during a laparoscopic hysterectomy procedure, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). The device returned had a leak at the adhesive joint. We have implemented changes in our manufacturing process to reduce the occurrence of this failure mode. There were no anomalies found after reviewing the work orders for the lot number. The lot passed all testing and all data recorded was within required specifications.